Event description:
I had the essure in 2007 and I thought it was permanent and I discovered 3 years later I was pregnant again and when I went back to the doctor they told me only one of my tubes was closed that's how I got pregnant. And then a year or so after I was pregnant again. So I have had two lovely young men although it was supposed to be permanent.